Event description:
It was reported that the patient presented for replacement of the implantable cardioverter defibrillator. During the procedure, the new device was connected to the leads and defibrillation threshold (dft) testing was performed. However, high voltage shock failed to convert ventricular fibrillation at each successive voltage step, and the patient required several external shocks to convert rhythm. Additionally, it was observed that the device entered backup operation. The decision was made to remove the device, and the procedure was successfully completed with a replacement device. The patient was recovering.

Manufacturer narrative:
The reported event of inadequate high voltage (hv) output was not confirmed. The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to power-on-reset (por) while the hv capacitors were being charged. The cause of the por was due to an external interference. After the device was restored from backup mode, functional tests were performed. Telemetry, impedance, sensing, pacing and hv output functions of the device were tested and found to be normal.